Event description:
It was reported that re the injection button didn't work with a bd pen ndl¿ 32g 4mm pro ap. This occurred on 15 separate occasions, additional information regarding these occasions are currently unknown. The following information was provided by the initial reporter: the customer is a caregiver who inject for her husband for more than 10years and knows about correct insulin injection technique. When she uses bd pen needle, the injection button on the pen injector didn't work.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. A root cause could not be determined and complaint not confirmed.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that re the injection button didn't work with a bd pen ndl¿ 32g 4mm pro ap. This occurred on 15 separate occasions, additional information regarding these occasions are currently unknown. The following information was provided by the initial reporter: the customer is a caregiver who inject for her husband for more than 10 years and knows about correct insulin injection technique. When she uses bd pen needle, the injection button on the pen injector didn't work.